Manufacturer narrative:
(B)(4). D10: sl360 multi-implant system cat #: 74-0004 lot # unk. Unk screw cat # unk lot # unk. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a primary sternal recon procedure approximately 7 months ago. Subsequently, the patient was revised due to band fracture, plate fracture, and backed out screws. Attempts have been made and no further information has been provided.